Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation with unknown mentor implants experienced bilateral capsular contracture (baker grade unknown) and several unexplained systemic symptoms. The patient had a lupus diagnosis prior to implantation. The patient is now experiencing hair falling out, weight loss, and fear of a continued decline in health. She suspects breast implant illness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-26096 for contralateral prosthesis report.